Event description:
It was reported that iodine leakage was observed from the connection of a minicap transfer set and minicap. This was observed during patient use of the device for peritoneal dialysis therapy. The cap was replaced; however, iodine leakage was observed again. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the sample was received for evaluation without the minicap. A visual inspection with the naked eye noted a damaged female connector. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to the leak beneath the in lab mini cap indicating damage on the female connector. The reported condition was verified. The cause of the condition was related to manufacturing. Should additional relevant information become available, a supplemental report will be submitted.